Manufacturer narrative:
The returned cardiac resynchronization therapy defibrillator (crt-d) was analyzed, and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. This report captures the explant of this device and impact on the patient.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillators (crt-d) device experience inappropriate shocks due to noise and oversensing on the right ventricular (rv) lead. Rv shock impedance were high out of range measuring greater than 200 ohms. It is recommended to further follow up with the physician. This crt-d device remains in service. No patient adverse effects were reported. Additional information received indicated that the device was explanted and successfully replaced. No additional patient adverse effects were reported. The returned cardiac resynchronization therapy defibrillator (crt-d) was analyzed, and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
This report captures the explant of this device and impact on the patient.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillators (crt-d) device experience inappropriate shocks due to noise and oversensing on the right ventricular (rv) lead. Rv shock impedance were high out of range measuring greater than 200 ohms. It is recommended to further follow up with the physician. This crt-d device remains in service. No patient adverse effects were reported. Additional information received indicated that the device was explanted and successfully replaced. No additional patient adverse effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillators (crt-d) device experience inappropriate shocks due to noise and oversensing on the right ventricular (rv) lead. Rv shock impedance were high out of range measuring greater than 200 ohms. It is recommended to further follow up with the physician. This crt-d device remains in service. No patient adverse effects were reported.